Event description:
Pt's home health rn reported pt's pump malfunctioned during visit. Home health rn stated pump said it was the priming, but it was not. Home health rn was able to administer infusion via gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: inflectra sdv - 7.5mg/kg. Inflectra sdv indication: non-radiographic axial spondyloarthritis of multiple sites in spine. Did pt miss a dose or have an interruption to therapy? - unknown; did adverse event(s) result due to product issue? - unknown; did pharmacy replace device? - unknown; is device associated with event available for return? - unknown.